Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection (lar) procedure, at the time of the 3rd sealing, the handle became stiff when performed the opening and closing and could not return to initial position, therefore, the reported device was replaced with a new device and the new one was used without problem. The product did not lock on tissue and was removed from the tissue without damaging it. There was no patient injury. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection (lar) procedure, at the time of the 3rd sealing, the handle became stiff when performed the opening and closing and could not return to initial position, therefore, the reported device was replaced with a new device and the new one was used without problem. The product did not lock on tissue and was removed from the tissue without damaging it. There was no patient injury.